Event description:
On 05-24-99, rn changed supra-pubic catheter, with scant amount of blood noted from penis and in tubing. Later the same day, md office called, on-call rn went to visit frank occult blood noted in diaper and catheter bag. Md office notified, pt transported to hosp, admitted 05-24-99 through 06-04-99. Diagnosed with: misplaced supra-pubic catheter, and perineal bleeding.